Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 590 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer had performed her first infusion set change on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.